Event description:
Drug/diluent: marcaine 0.25%. Fill volume: 100ml. Flow rate: 2ml/hr. Procedure: arthroscopy of the right shoulder. Bicep tenotomy. Debridement of the tenotomized biceps tendon and torn labral tissue. Attachment of the labrum circumferentially, anterior/inferior and posterior/inferior. A bursectomy and anterior/inferior acromioplasty. A partial resection of the distal end of the clavicle. Attachment of the rotator cuff onto its footprint. Cathplace: unknown. Patient alleges cartilage damage in right shoulder following placement of an on-q painbuster, pm002, after surgery on (B)(6) 2009.

Manufacturer narrative:
Method: no product was returned for evaluation and investigation. Lot information is pending. A follow-up report will be filed once the information becomes available. Results: the information contained is from legal documents served on I-flow, llc. The complaint was opened, so that a medical device report (MDR) can be filed with the us food and drug administration. No further investigation will be conducted. Conclusions: as this complaint was created from a lawsuit served on I-flow or the threat of a lawsuit, no customer contact can be made at this time due to the pending or threatened litigation." As of 11/09/2006 I-flow updated the on-q pump directions for use (dfu), to include the following in the warnings section: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." (Dfu 1307011). On 08/08/2007, I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today"., (1303722, rev. E).